Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a reported that the holster strap is causing soreness in the neck. There was no alleged device malfunction contributing to the irritation. Lotion had been placed on the area by medical staff at the hospital. Patient was in the hospital for reasons unrelated to the irritation. Follow up indicated that the rash is better.